Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left total hip arthroplasty in the 1990s. Subsequently, patient was revised on (B)(6) 2015 due to dislocation and poly wear. The liner and modular head were removed and replaced. During the procedure it was noted that the surgeon was unable to perform hip reduction with the revised modular head. Another modular head was used to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent a left total hip arthroplasty in the 1990s. Subsequently, patient was revised on (B)(6) 20, 2015 due to dislocation and poly wear. The liner and modular head were removed and replaced.